Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: exceed abt e1 n/flng cup 36x54, catalog #: ep-113654, lot #: not reported. Report source, foreign - event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00268. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
The national joint registry reported that a patient underwent an initial right hip arthroplasty. Subsequently, a revision procedure was performed due to unknown reason. Cup and head were revised.